Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 14 mmol/l. The display was still blank despite cleaning the battery compartment, resting the insulin pump for 2 hours, and inserting a new battery. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display. Problem isolated to the printer circuit board. Unable to perform the functional testing, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window.